Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Cust called in and sts has been experincing unexplained high blood sugars for the last three weeks. Customer reported that the paramedics were called. She also reported paramedics being called on (B)(6) while in (B)(6). Nothing further reported.